Event description:
It was reported that the user experienced sustained hyperglycemia while using an ilet system with a 6 mm, 23-inch infusion set, without leaks, interruptions, or alarms indicating stopped insulin delivery, and confirmed elevated glucose by fingerstick. Symptoms included high blood glucose up to 349 mg/dl without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included complaint handling, user troubleshooting, and education. Investigation of this case revealed no device malfunction, obstruction, or alarm condition and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.